Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg per ml at 133 mcg per day) via an implantable pump for unknown indications for use. It was reported that the patient was admitted today with drainage from their pump site. The patient was treated with antibiotics. The system would be explanted on (B)(6) 2024. A possible external factor included the patient's pump replacement in (B)(6) 2024. It was later reported that although no infection was ever identified, the pump and catheter were removed as a prophylactic measure due to inadequate healing following the replacement surgery. The issue was resolved at this time.